Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to noise oversensing. The noise remained post shock. Technical services (ts) was consulted to review the data. Upon review ts discussed further troubleshooting suggestions. X-rays were taken and the patient was brought in for testing. The noise was able to be reproduced in both primary and alternate sensing vectors, but not in secondary sensing vector. X-rays were sent in for review by ts and a revision procedure was scheduled. Upon review, ts discussed additional troubleshooting that should occur prior to and during the upcoming revision to assist in determining a potential cause. Ts suggested that the s-ICD be explanted and the electrode be evaluated during the procedure to determine next course of action. Additional information was received that a revision procedure was performed where the physician opted to explant both the s-ICD and the electrode as they were not able to rule out either component. A new s-ICD and electrode were successfully implanted and no additional adverse effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to noise oversensing. The noise remained post shock. Technical services (ts) was consulted to review the data. Upon review ts discussed further troubleshooting suggestions. X-rays were taken and the patient was brought in for testing. The noise was able to be reproduced in both primary and alternate sensing vectors, but not in secondary sensing vector. X-rays were sent in for review by ts and a revision procedure was scheduled. Upon review, ts discussed additional troubleshooting that should occur prior to and during the upcoming revision to assist in determining a potential cause. Ts suggested that the s-ICD be explanted and the electrode be evaluated during the procedure to determine next course of action. Additional information was received that a revision procedure was performed where the physician opted to explant both the s-ICD and the electrode as they were not able to rule out either component. A new s-ICD and electrode were successfully implanted and no additional adverse effects were reported.